Event description:
In 8/2002, the spouse of a diabetic pt called the MFR stating the pt died in 2002 and the spouse wanted to know if the pt's in charge meter was inaccurate. Sometime before that day, the pt was feeling nervousness and breaking into a sweat. The pt performed a glucose test using their in charge meter and received a test result of 35 mg/dl. The pt took humalog, went into a seizure and was then rushed to the hospital emergency room. Approx 30 minutes after testing with their in charge meter another glucose test was performed using a different device. The pt's glucose level was 489-500 mg/dl.